Event description:
On (B)(6) 2013 it was observed in the vns patient¿s clinic notes that high impedance was found and the patient was being referred for a vns generator revision. The patient¿s device was disabled on (B)(6) 2013, and they were referred for x-rays. On (B)(6) 2013 it was also noted that the patient experienced an increase in seizures. The patient's mother reported that the patient's seizures may have increased to having at least one seizure per week; typically lasting about 30 seconds and the patient's last grand mal seizure was six months prior to the (B)(6) 2013 office visit. The patient's mother further stated she was not sure if the generator was "functioning properly" which appears to be due to the patient experiencing an increase in seizures. During the review of the clinic notes, it was observed that the "mom states that when the magnet is used, the patient "makes a funny face and swallows hard." The patient's mother did not indicate she believed the patient was experiencing pain or discomfort. The manufacturing records for the lead and generator was reviewed and device met all specifications prior to distribution. Good faith attempts were made to the physician and it was later reported that the no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The increase in seizures was first observed in (B)(6) 2013. The increased seizures were below pre- vns baseline. The relationship of increased seizures and vns therapy was unknown per physician. No known contributory programming changes, medication changes, or other external factors preceded the onset of increased seizures. On (B)(6) 2013 x-rays were taken and the physician stated that the device appeared to be intact. However, x-rays will not be provided for review.

Event description:
It was reported that the patient underwent genreator and lead replacement on (B)(6) 2013. The lead and generator were returned to manufacturer for analysis on (B)(6) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Corrected data: new information changes the date of event. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes indicate that the patient has been referred to surgery for generator replacement. It was noted that the patient has showed a good response to vns therapy for 9 years and that the physician believes the patient should continue with vns therapy for optimal seizure control. Surgery is planned, but has not occurred to date.

Event description:
Analysis of the lead was completed on 10/23/2013. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner silicone tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sodium, magnesium, zirconium, sulphur and calcium. Refer to attached eds sheet for additional information. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Analysis of the generator was completed on (B)(4) 2013. The decoder showed that the change in the impedance from 4819 to 13168 occurred on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the lead and generator showed that the devices met all specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.